Event description:
It was reported that wire entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 035/260/1 amplatz super stiff guidewire was selected for use. During the procedure, the non-boston scientific balloon and the wire were crimped and both devices were removed together. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).